Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie e1 in drawer 3.1 had failed due to a broken pocket. A field service engineer (fse) had confirmed that the customer had removed the broken pocket to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed cubie in drawer. The customer reported that there was a delay to the patient's workflow as the user was unable to access medication from that cubie. There were no adverse events or injuries reported based on this incident.